Event description:
Upon review of medical records, the patient received the initial sapien 3 valve approximately 3 years and 2 months in the pulmonic position due to central regurgitation. The patient was stable.

Manufacturer narrative:
A supplemental MDR is being submitted based on medical record review and confirmation of the initial implant date. The section b5 (describe event or problem) of this report has been updated.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of medical records and an update to the engineering evaluation. The following sections h6 (type of investigation, and investigation conclusions, and h10 (provide narrative/data of this report has been updated. The complaint for central regurgitation post implantation was confirmed based on the provided medical record. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The sapien 3 valve was not returned as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with sapien 3 pulmonic IFU was reviewed for guidance and instructions. Potential adverse events include thv dysfunction resulting in pulmonary valve symptoms. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation post implantation was unable to be confirmed without a review of medical record or imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As reported, 'sapien 3 valve 'failed' in the pulmonic position due to central regurgitation. A 2nd sapien 3 valve was implanted'. In this case, due limited information, a definite root cause is unable to be determined at this time. It was reported that this patient received a sapien 3 valve prior to the 2nd valve implantation; however multiple attempts were made to obtain medical records or confirm an edwards serial number have been unsuccessful. Should any additional information become available the information will be reviewed and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Update to b7 (relevant medical history) d4 (serial number, expiration date and UDI number), d6a (implant date), h4 (device manufacture date), and h10 to reflect medical record review. Medical records were received and reviewed. The records received are from the initial transcatheter pulmonary valve replacement (tpvr). The medical records provided are not relevant to the investigation for the valve-in-valve related to sapien 3 valve "failed" in the pulmonic position. The patient presented with severe pulmonary regurgitation (pr). A 29mm sapien 3 valve was successfully implanted in the pulmonary position. Prior to deployment, a biliary stent was mounted over the valve to increase its diameter. A post-dilation was performed on the lower part of the valve to flare it out. Angiography showed that the valve was secure and stable and there was no significant pr. The patient tolerated the procedure well. The patient was transferred in stable condition for post management care. An echo (tte) performed two days post tpvr revealed a bioprosthetic pulmonary valve with leaflets that are freely mobile. There is trace pulmonic regurgitation with a minimal gradient with peak/mean gradient of 4/2 mmhg. The patient status post tpvr with elimination of pr.

Manufacturer narrative:
A supplemental MDR was submitted based on review of medical records from the valve-in-valve procedure. This section h10 (provide narrative/data) was updated of this report. A valve-in-valve (viv) procedure was performed with a 29mm sapien 3 ultra resilia valve. The viv procedure was successful with no ew device malfunctions nor procedural complications. Post valve placement revealed no gradient across the pulmonary valve, no residual stenosis or pulmonary regurgitation (pr). The patient was discharged in stable condition.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Event description:
As reported by the edwards territory manager, sapien 3 valve 'failed' in the pulmonic position due to central regurgitation. A 2nd sapien 3 valve was implanted.